Event description:
It was reported that the patient had a recent fall, and now has variable threshold. Because the lead was recently implanted, a dislodgement was suspected. An x-ray was suggested. The lead remains in use, and no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.